Manufacturer narrative:
Additional information has been requested. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited a dislodgement. The patient underwent surgical revision where the lead was explanted, and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed no abnormalities, the lead tip appeared normal. Resistance testing found the lead was electrically continuous. Allegations were not confirmed since all testing passed.

Event description:
It was reported that this right atrial (ra) lead exhibited a dislodgement. The patient underwent surgical revision where the lead was explanted, and a new lead was implanted. No additional adverse patient effects were reported.